Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their third day of ilet use experienced hyperglycemia with a reported peak blood glucose of 263 mg/dl lasting about two hours, shortly after a meal and amid personal stress; the user also sought assistance with an infusion set change on a separate case. Symptoms included feeling tired. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Troubleshooting and education were completed with follow-up to monitor improvement. Investigation included complaint handling and user counseling. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was hyperglycemia with cause unclear and that no device performance issue was confirmed.